Manufacturer narrative:
The field service engineer found worn rinse tubes. The tubing was exchanged and the analyzer was confirmed to be running back within specifications. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested for albumin on a cobas 8000 c 702 module. It is not known which specific albumin reagent was used. No incorrect results were reported outside of the laboratory. The sample initially resulted with an albumin value of 21.7 g/l, which repeated as 27.4 g/l. The albumin reagent lot number and expiration date were requested, but not provided.